Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55-year-old male with a past medical history of diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock. The patient¿s pre-support clinical condition was consistent with scai shock stage a. A cp impella device was emergently implanted via percutaneous right femoral arterial access. During impella support, the patient developed hemolysis, evidenced by red/pink ("tea-colored") urine observed in the foley catheter and confirmed by elevated plasma-free hemoglobin levels, with two values exceeding 40 mg/dl drawn within a 24-hour period. The pump was repositioned and intravenous fluids were administered, after which clinical improvement was observed. Imaging was available and used to assess pump position; the pump was not noted to be contacting the mitral valve apparatus, and. The patient survived with no reported long-term harm. The device was successfully weaned and explanted.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was most likely use related since hemolysis resolved after repositioning per clinical.